Event description:
It was reported the patient underwent a right hinge implantation. Subsequently, six years post implantation, the patient has been indicated for a revision on an unknown date due femoral loosening and a fall resulting in acute on chronic loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: unk oss avl rs tibial 502030, unk oss avl yoke 779110, unk oss 12mm insert 966660, unk patella 25x6 646910, unk oss locking axle 778750.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04)- stem, mechanical (g04)- femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported custom oss resurfacing femoral with splined stem, oss avl tibia, oss avl yoke set, and oss locking axle set products were reviewed for compatibility with no issues noted. However, as the part numbers for the insert and patella are unknown, compatibility of the entire construct cannot be evaluated. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The part/lot combination is unique to this patient. Operative notes were not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the right knee arthroplasty demonstrates a loose and displaced femoral implant with the implant tip protruding beyond the anterior and medial margins of the distal femur. There is knee valgus. No fracture is identified. Bone quality appears mildly osteopenic. It was reported that the patient experienced a fall, however, it is unknown what caused the patient fall. Hence, root cause cannot be determined. The reported event of loosening is confirmed from xray review. The reported event of bone fracture is not confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced a traumatic event which caused periprosthetic fracture of the femur. Details on the exact nature of the event were not made available. A revision is expected, however the date of the revision has not been determined at this time.